Event description:
Complainant alleged that during in service training by a zoll sales representative, the device display blanked out. Complainant indicated that there was no pt involvement in the reported failure.